Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experience continuous elevated blood glucose (bg value not provided). Contact declined to provide further information.